Manufacturer narrative:
Insulin pump passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was downloaded properly using care link pro. Device passed the delivery accuracy test at 0.08705 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump programmed multiple boluses without user input. The patient's blood glucose at the time of incident is unknown. The insulin pump did not present with anomalies such as physical damage or alarms. The device programming was accurate. The insulin pump passed the self test. The insulin pump was not returned for analysis.